Event description:
It was reported that during a percutaneous coronary intervention removal difficulty occurred. The 99% stenosed target lesion was located in the moderately tortuous apical to mid left anterior descending artery. After post dilation was performed with the 2.5 x 15mm nc quantum apex balloon catheter the physician was unable to withdraw the device, however the device and non bsc guide wire were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification user/ use error was assigned as the dfu states: "do not exceed rated burst pressure." (B)(4).